Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
E3: occupation: supply chain manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the balloon of the tr band would not inflate properly which led to an adverse bleeding event for the patient. The balloon on the band was deflating as the sheath was removed. The patient was in stable condition and the procedure was successful. There was no patient injury/medical or surgical intervention. Additional information was received on 04 may 2023: the procedure prior to the use of the tr band was a radial access procedure. It was believed to be a left heart catheterization (lhc)/right heart catheterization (rhc) that required intervention. The number of milliliters injected into the tr band when it was applied was not specified. The user claimed to have followed all protocols for device use; however, upon inflation the balloon was not able to hold air. The device immediately deflated during application and inflation of the device. The blood loss was less than 250cc's. No transfusion was required. Blood squirted as the balloon was not holding adequate pressure as the sheath removal took place. Hemostasis was achieved; however, not with this band. It was believed that there was noticeable damage to the band. It was unclear what secondary method was used to reach hemostasis after the event.